Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. There was no compromised force sensor system alarm noted. The pump had a scratched display window.

Event description:
The customer reported via phone call that she was having trouble with her insulin pump. Customer went to change her reservoir and it won't let her start it up again. Customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 266 mg/dl. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.